Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the system was not working and the patient had incontinence. The patient was not currently present, but it was not clear if the implantable neurostimulator (ins) battery had died or not and this was the reason for the incontinence. It was unknown when the issue started. The patient had incontinence for ¿several years¿ but the exact timing was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.